Event description:
Subsequent to the initial MDR, a correction was updated on 3/21/2026.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On (B)(6) 2026, the patient reported receiving inaccurate estimated glucose values (egvs) on both the omnipod system and the associated notification bar. He stated that he developed diabetic ketoacidosis (dka) and received treatment for less than 24 hours. No cgm or bg values were provided, as the patient declined to share this information. He also chose not to disclose what medications or specific treatments were administered during the event. At the time of reporting, the patient stated that he was ¿fine/good,¿ but he declined to provide any additional details. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.